Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # m54p2g.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing, the device fired fine. The device was removed from the patient, and when the scrub tech went to remove the spent reload, the cartridge "fell apart." There were no issues with the staple line, cut line, or staple formation. The device and cartridge were set aside and another device of the same product code was pulled to finish transecting the appendix. When pulling the firing handle, the firing "felt strange", but the device cut and stapled fine. It is not known if the device was being fired across any staples or clips. There was no issue with the staple line or staple formation. The device was removed from the patient and when removing the reload, the cartridge fell apart. The plastic of the cartridge body was the issue. It is not known if there was cartridge pan separation. The issues occurred outside the patient and nothing fell into the patient. The surgeon used an enseal device to transect the mesoappendix and completed the procedure without further incident. The case was completed with no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # m54p2g. The analysis results found that the tsb35 device was received in good visual condition and with a tr35b reload present. The reload was received fully fired and with the pan dislodged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.